Event description:
The pt reported that the pump was intermittently unresponsive to "enter" button presses and said that it requires two presses for the pump to respond. He said that the button clicks normally when it was pressed.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.